Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (five) infusion sets bent cannula events on (B)(6) 2026 (2 issues), (B)(6) 2026, (B)(6) 2026,(B)(6) 2026. The event occurred within three or more hours of insertion. The insertion sites were abdomen, upper buttocks. The blood glucose level was 577mg/dl, and the patient was treated with correction via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.